Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. (B)(4). Device history records review was conducted. The report indicates that: DHR review for: part: 03.010.045 lot: 9744367. Manufacturing location: (B)(6). Manufacturing date: 07 jan. 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the nose at the tip of an aiming arm broke off. It is unknown when the issue occurred, but there was no patient involvement. Complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development investigation was performed for the insertion handle (part number 03.010.045, lot number 9744367). The subject device was returned with the complaint condition stating the nose on the handle is broken off and the broken surface is completely flattened. Further investigation shown some hammering blows and material deformation on the surface of the instrument. The fracture surface has been rubbed / flattened, which indicates that this complained handle was still in use. The complaint is confirmed. The review of the production history revealed that this instrument was manufactured on january 7, 2016 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The most probable root cause is a mechanical overload situation led to the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.